Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have had ¿more frequent missed beats¿ since device replacement. The patient also noted fainting twice and the symptoms they have are ¿my heart rate drops 40% than normal.¿ the patient stated ¿because of the lack of synchronization my blood flow is low¿ noting if they walk 5-10 seconds their legs get tired ¿like they don¿t have adequate blood flow.¿ follow up yielded no information and the device remains in use. No further patient complications have been reported as a result of this event.